Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial tha, the sterile packaging was opened and a hair was found on the implant. The surgery was completed with another device. No patient harm or injuries, no delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product noted that the tyvek lids were completely peeled off of the sterile cavities. A hair was also returned with the product but it was not on the product. The presence of the hair within the sterile cavity cannot confirm the event. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. However, it cannot be confirmed because the product was opened and handled prior to being returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.